Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon marker band issue occurred. The target lesion was located in the mid left anterior descending artery. A 2.50mmx12mm emerge balloon catheter was advanced to the lesion. When the physician positioned the balloon to dilate the vessel, it was noted that the balloon marker was off and the proximal marker band is further down than the proximal shoulder. The device was removed from the patient. The procedure was completed using a different balloon catheter and was used for subsequent inflations. No patient complications were reported.